Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. The customer was instructed to open the menu, go to saved images, manage images, delete all, then select enter and yes, which cleared the e302 error. The customer was then instructed to access the advanced menu, system setup, system, release time h tab and s tab, and confirmed both were set to 0.5 seconds. The customer pressed switch info on the keyboard and confirmed scope switch 4 was set to release 1 and lights up when pressed. The customer connected a scope and successfully captured four images using scope switch 4 without getting any error. The issue was resolved. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the live feed freezes intermittently during sedation of a colonoscopy procedure involving an olympus video system center. The procedure was completed using the same device. There were no reports of patient harm.